Event description:
Pt was on a plv 100 ventilator. Circuit became disconnected @ 50cc flex tube and hme - 24cm h2o pressure held in vent circuit = low pressure alarm not activated. Pt was off approx. 30 minutes=cpm steri cath still connected to pt.